Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name: (B)(6). (Documented here in its entirety due to character limitations in respective field)

Event description:
It was reported the high flow insufflation unit intraperitoneal pressure was set to 10 and rose to 8-9, but when cusa was used, it dropped to 3 or 4, although it was not directly connected pressure dropped. The issue occurred during therapeutic laparoscopic liver resection procedure. The procedure was completed using a similar device. The device was inspected before usage and no issues were found. There were no reports of patient harm.